Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an upgrade procedure, before the new rv lead was implanted, the screw was difficult to deploy. The physician elected to implant the lead anyway, and the screw was deployed in the first location in the rv apex. The physician decided to reposition the lead but was unsuccessful in deploying the set screw in the new location. The lead was explanted and replaced. There were no adverse patient events.